Manufacturer narrative:
The recipient's device was explanted. The recipient's skin flap was thinned during revision surgery. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing intermittencies. External equipment was exchanged, however, the issue was not resolved. The recipient reportedly has thick skin. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence has been performed to retrieve the explanted device, however, it was unsuccessful. The explanted device remains at the hospital and will not be returned to the company at this time. A review of the device history record revealed no anomalies. This is the final report.